Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: in the photo observed red biological tissue next to the device but this is a medical event not related to the device. Observed two devices, one device appears to be intact, and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed broken on posterior side assessed as fold flaw opening, observed broken on posterior side assessed as smooth opening, three openings observed on radius side assessed as fold flaw opening. Additional observations: wear abrasion observed. Creases were observed. Stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.